Manufacturer narrative:
A field service engineer (fse) went onsite to check the device the day after the reported death. The cause of the issue is unknown, but will be considered as a malfunction of the monitor. The logs demonstrate that alarms were provided 50 minutes before the time in question. Although it was found that the msl cable was physically damaged, this did not impact the use of the device and is not related to the death since the monitor continued to provide alarms. The device was tested post incident and found to be working as designed. The customer doesn't allege that the device contributed to the event. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer sent some log files per mail and reported that a patient has died.